Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site. (B)(4). The total number of events for product classification code pag is 102. Qty 7- pelvilace to biourethral support system, qty 3- pelvilace biourethral support system 2 needle introducers, 1 disposable handle, 4 tissue connectors, 1.5cm x 50cm porcine acellular collagen matrix sling. Qty 45- pelvilace to biourethral support system needle and implant hook needle 50cm. Qty 41- pelvilace to biourethral support system needle and implant halo needle 50cm. Qty 3- unknown bmd women's health product.

Manufacturer narrative:
(B)(4).

Event description:
The patients' attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.